Manufacturer narrative:
Additional information: d4 expiration date (update to n/a), d9, h3, h4, h6 (update codes), h11. H11: the device was received for evaluation. Visual inspection was performed which showed evidence of an opened sterile package. The sealing upper side of the pouch was observed to be trapped in the seal sterile barrier. A seal strength test was performed and the device met specifications. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of a y-type tur/bladder irrigation set had approximately a 1-2cm gap at the upper side of the pouch seal; the package was partially opened and not sealed properly. This was noticed before use. There was no patient involvement. No additional information is available.